Event description:
The rptr did back to back blood glucose tests, using different finger sticks and different fingers. Results were 314 and 211 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 124 (93-140). During troubleshooting, a bg test result was 272 mg/dl. On f/u. The rptr stated that a second drop of blood was placed on the same strip. Rptr has been "under stress" and now attributes elevated results to it. No harm was alleged.